Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: one (1) ventricular assist device (vad) (unknown serial number) and one (1) controller (unknown serial number) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial numbers are unknown. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. A possible root cause of the reported event involving "the controller screen going black" and the "pump slowing down" can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Additional products: d1: controller; d4: serial#: unk; h3: yes; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for a correction. Corrected fields: h6 codes were updated to reflect additional products additional products: d1: heartware ventricular assist system - pump d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller screen would go black when changing power sources from a battery to an ac adapter. The patient stated that they could "feel the pump slow down" before starting back up. It was also reported that the controller would not alarm. The patient was hospitalized and the controller was exchanged in the operating room. No further patient complications have been reported as a result of this event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: one (1) controller (unknown serial number) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. A possible root cause of the reported event involving "the controller screen going black" and the "pump slowing down" can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.